Event description:
A customer in (B)(6) notified biomérieux of false resistance for ceftriaxone when performing susceptibility testing with vitek® 2 ast-st01 test kit (ref 410028). Vitek® 2 obtained a result of resistant for a staphylococcus constellatus strain isolated from a cerebral abscess from a (B)(6) patient. Etest® was performed to confirm the result, and it provided a result of susceptible (mic 0.19). The customer stated that there were no wrong results reported to a physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated there was a delay in reporting patient results of greater than 24 hours. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in (B)(6) of false resistance for ceftriaxone result when performing susceptibility testing with vitek® 2 ast-st01 test kit (ref 410028). Vitek® 2 had obtained a result of resistant for a staphylococcus constellatus strain isolated from a cerebral abscess from a (B)(6) patient. Etest® was performed to confirm the result, and it provided a result of susceptible (mic 0.19). Biomérieux investigation was conducted. However, the customer did not comply with biomérieux's request for strain submittal or test raw data. Submittal of the strain is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 card raw data are required to assess organism growth in the card. Vitek® 2 ast-st01 lot # 5400432103 met final qc release criteria. This lot passed initial qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (20jan2017-20feb2018). No ncmrs were written for the ast-st01 card. Without the patient strain or test raw data, no further investigation is possible.